Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, a battery compartment crack was observed. The returned battery cap was observed to have stripped threads. The pump rebooted using the returned cap. A test battery cap was able to secure properly to the pump; a power loss was not observed. During testing, the pump was exercised for 24 hours with no power interruptions using the test battery cap. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed a discolored display. Also unrelated to these issues, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately.